Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Device functioned properly. No anomaly was noted. Scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 200 mg/dl. Customer was not wearing the device at time of the emergency room visit. Customer had been off the device 4 days prior. Customer mentioned the hospital would not release her unless the device is replaced. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.